Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/03/2018 that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause was determined to be a temporary communication error between device and transmitter.